Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The two graftmasters are each being filed under separate MFR numbers.

Event description:
It was reported that the graftmaster devices were being used to treat a perforation that occurred during post deployment of a 2.0 x 12 mm mini vision stent with a 2.0 x 12 mm voyager balloon; however, the graftmasters were 3.0 diameter stents and would not cross into the stent to treat the perforation. On fluoroscopy the septal perforation appeared to have sealed itself, with no further intervention required. The patient is reported to be well. No additional information was provided.